Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? Was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle?

Event description:
It was reported that the patient underwent an unknown abdominal procedure on (B)(6) 2018 and suture was used. The needle of the suture released during the end of closure of the abdominal wall. An additional suture was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
The actual sample was returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected. Marks on body needle appear to be by use a surgical instrument could be observed. The suture was received used and the end cut. The sample was tested by needle pull and meet the finished goods requirements. Per the conditions of the sample received, no attachment defects were found and the tested sample met the finished goods requirements.